Event description:
It was reported to tyco healthcare kendall that a customer had a problem with an angel wing. The customer stated that the needle became detached from the plastic wings and became stuck in a donors arm.

Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.